Manufacturer narrative:
Device evaluation the hawkone was inspected and observed a radial fracture to the housing. The location of the fracture was distal the anchor pockets and at the proximal edge where the laser drilled coils initiate. The cutter was advanced approximately 2.7cm from the cutter window. It was observed pet material was caught on the proximal face of the cutter head. No other damages or anomalies were observed. The cook sheath with the 0.014" loaded guidewire was inspected. Approximately 36cm of the gw was outside the distal rim of the sheath and the entire length of the gw was approximately 98cm. Dried blood was observed on the outside of the gw and sheath. The guidewire was pulled distally to check to see if the distal portion of the distal assembly was present. The distal assembly was there, and it was observed the gw was lopped/bent back across itself. The housing was inspected under micros scope after rinsing the excess blood from the device. The tecothane showed a flat rounded face and the platinum iridium coils within the housing were stretched in the proximal direction. The proximal end of the gw tubing was buckled and was bent/curved at an approximate 90 degree angle. No tearing was noted. Functional testing: the thumb switch was retracted and observed the cutter could not enter the cutter window. The suspected pet was obstructing the ability to enter the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone device to treat a calcified lesion with severe calcification and 70% stenosis in the proximal/distal sfa and popliteal artery. The device was inspected and prepped per IFU with no issues identified. The vessel was predilated. It was reported that the device would not pack fully. It was taken out and cleaned multiple times by 2 different people. The device was fine for the first couple of passes. The device was cleaned for the first time and reinserted for further passes, after a few passes the thumb switch stopped pushing forward. The device was taken out and cleaned again but it didn't flush or work. No patient injury was reported. The vessel was post dilated to complete the procedure.

Manufacturer narrative:
Device evaluation: the device was removed for inspection. The torque shaft was bent approximately 90-degrees beneath the strain relief. Inspection of the distal assembly revealed biological debris within and outside the distal assembly. A bend was noted approximately 0.2cm to 0.3cm distal to the cutter window. The cutter was located within the cutter window. Examination of the cutter and cutter window revealed that the distal edge of the cutter was damaged, and the rim of the cutter window platinum iridium was dented distal. The damage was consistent with a cutter crash. The cutter driver was activated successfully, and the thumb switch was advanced. The thumb switch was able to advance; however, resistance was encountered, and the cutter was only able to advance approximately 1.1cm distal to the cutter window; biological debris was noted at the location of the cutter stop. The distal assembly was cleaned with the dft and the cutter was re-advanced. Upon the second advancement, the cutter was able to advance 2.5cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.